Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During service an issue related to the oxygen blending module board was observed. The oxygen blending module board only was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the root cause of the board failure was found to be caused by contamination to the sensor on the oxygen blending module board.